Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It was reported that the black tube was split before deployment, causing a device jam. The review of the lot history record (f1618801) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge. The sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced inadvertently, this could cause the slit on the outer cartridge tubing to open and prevent the shuttle cartridge/sealant from going down the cannula of the sheath, potentially contributing to a device jam. The mynx instruction for use (IFU), under device preparation, instructs users to "do not move the sealant sleeve." Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. This is report 1 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00302 and 3004939290-2016-00303.

Event description:
It was reported that the black (shuttle) tube of the mynxgrip 6f/7f was split before deployment causing the device to jam. The device was being used for arterial closure following an interventional procedure. During deployment, the user shuttled down completely. It was unknown if significant resistance was met when shuttling down. It was also unknown if unusual force was applied when retracting the sheath. Manual compression was held for 20 minutes to achieve hemostasis. There was no clinical event as a result of the device failure. The patient was not hospitalized and/or hospitalization was not extended as a result of this event. Additional information was requested, but is not available at this time.